Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a double-arm suture, and additionally, a section of suture is in the image. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - how long was the delay? Please specify in minutes. - were there any adverse consequences associated with the patient? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lower segment cesarean section under epidural anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was admitted to the hospital at 18:46 due to the appearance of redness in the second full-term pregnancy. Due to the presence of birth signs in the scarred uterus relative to the head and pelvis, the patient underwent surgery at 9:00 on the first day of admission. During intradermal suturing at 9:35 during the operation, the distal end of the suture broke, and the broken suture head was discarded and sutured again. This event resulted in an extension of the surgery time. No adverse patient consequences were reported. Additional information was requested.